Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend (vse) instrument was not completely/properly sealing and cutting vessels as it was intended. The customer stated that this was a first use of this instrument and it was not reprocessed or re-sterilized, no damage was noticed to the packaging, the instrument had no damage when installed on the arm. The customer removed the vse and replaced it with a new one. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Isi received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of the failed cut test to be related to the customer reported complaint. The vse instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and the jaw ceramic dots were present. Energy was delivered without any issues but failed the cut test. The cut test failed on all attempts. The knife did not completely cut through the test sheet. A review of logs showed no cut or sealing failures. Additional observations related to the customer reported complaint were also identified. The knife was manually driven out and intermittently stopped at the midsection of the knife track. The vse instrument housing was removed for inspection and the instrument was found to have a dislodged knife cable guide. The knife cable would pop out of the cable guide during multiple attempts extend the knife, likely causing the cut test failures. The root cause is attributed to a component failure. Upon visual inspection, the vse instrument screw was found to have a workmanship issue. The screw did not appear to be completely torqued, causing the loose knife cable guide. The root cause is attributed to manufacturing. A review of the instrument log for the vse instrument (part number 480422-01/ lot number l91220314 0090) associated with this event has been performed. Per logs, the vse instrument was last used on (B)(6) 2022 via system sk2333. The alleged instrument had 0 use remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk2333. No image or video of the procedure was provided for review. This complaint is considered to be a reportable malfunction event due to the following conclusion: the vse instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Initial reporter also sent report to FDA?: is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields PMA/510(k) number and adverse event are not applicable.